Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 12-dec-2023. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding act celite cartridges that yielded descrepant results on a 69 year old male patient. There was no additional patient information available at the time of this report. Return product is available for investigation. Date collected tested result (sec) on (B)(6) 2023 12:24 12:24 139 baseline on (B)(6) 2023 13:52 13:52 666 on (B)(6) 2023 14:26 14:06 654 on (B)(6) 2023 14:35 14:35 537 on (B)(6) 2023 15:04 15:04 620 heparin times/dose, reversal information provided. At this time there is no reason to suspect a malfunction exists. No repoprts of delay or impact to patient management. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the intended use of the I-stat celite activated clotting time (celite act) test is an in vitro diagnostic test that uses fresh, whole blood, and is useful for monitoring patients receiving heparin for treatment of pulmonary embolism or venous thrombosis, and for monitoring anticoagulation therapy in patients undergoing medical procedures such as catheterization, cardiac surgery, surgery, organ transplant, and dialysis.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.